Manufacturer narrative:
View of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment. Age/date of birth and sex requested.

Event description:
Patient experienced pain and tingling sensations 1 day post miradry treatment. The patient recalled "pins and needles feeling" down the right arm to fingertips during the treatment. Both arms continued to have pain and tingling sensations 9 months post treatment. The pain and tingling sensations had spread to the breast tissue.